Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Customer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-130 mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and was first opened 2 weeks ago. Review meter memory: 237 mg/dl (B)(6) 2015 10:39:00 am fasting: yes; 236 mg/dl (B)(6) 2015 09:56:00 am fasting: yes; 256 mg/dl (B)(6) 2015 10:34:00 am fasting: yes; 249 mg/dl (B)(6) 2015 10:25:00 am fasting: yes; 224 mg/dl (B)(6) 2015 08:54:00 am fasting: yes. No adverse event reported.